Event description:
It was reported that during a sleeve gastrectomy, everything went according to plan; they used three magazines as normal. With the fourth magazine, everything seemed fine, but upon opening the sleeve, it was discovered that the stapler line on the stomach had almost no stapled suture. Therefore, the surgeon had to over-sew everything with thread to complete the procedure with a delay of 10 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch#: unk. Additional information was requested, and the following was obtained: please clarify: "it was discovered that the stapler line on the stomach had almost no stapled suture". Was the firing sequence started but not completed? If yes: yes, it was started and completed. Upon opening, it was observed that only one side was stapled, the other almost not at all. Did the device deliver any staples? Yes, but only almost on one side, i.e., only 3 rows. If yes, were the staples formed properly? 50%. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No. Was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch#: a98l0z, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. D4: batch #702d89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, and with a gst60g reload (a) loaded on the device. The reload (a) was received unfired. In addition a gst60g reload (b) was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil the buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 702d89, and no non-conformances were identified.